Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: no product is returned and we are therefore unable to identify the root cause of leakage. The problem with leakage is however known and internal actions has previously been initiated to address the issue. It might be the silicone disc used that is causing the leakage. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user experienced flushing difficulty as flushing fluid leaked from the hemostatic valve. After 100cc of fluid was used to flush, he inserted the device into the patient and the stent graft was deployed. Additional information received 03jun2016: the delivery system was replaced with another manufacturer's (gore's) dryseal sheath for the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.